Event description:
The implantable neurostimulator (ins) is not working. It was unknown why it is not working, nor when it stopped working. MRI compatibility guidelines were requested. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# v563964, implanted: 2010-(B)(6), product type: lead. Product ID: 3487a-56, lot# v537001, implanted: 2010-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: 2010-(B)(6), product type: extension. (B)(4).